Event description:
It was reported that right ventricular (rv) lead threshold was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID d274drg defibrillator implanted: 2010-(B)(6); 5076-52 crdm non-defib lead implanted: 2004-(B)(6); (B)(4).